Event description:
Caller reported that insulin gauge displayed an amount different from what was expected, with the pump showing a static fill estimate of 45 despite insulin being delivered. There was no adverse impact to the customer¿s blood glucose level. Technical support educated the caller about the variance in measured pressures affecting the insulin calculation and advised that the estimate would normalize once levels matched the static display. The caller understood and acknowledged the explanation.